Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure to treat an endoleak using a pod packing coil (pod pc), ruby coils, non-penumbra coils and a non-penumbra microcatheter. During the procedure, the physician placed ruby coils and other coils in the target vessel using the microcatheter. While advancing a pod pc through the microcatheter, it became stuck. Therefore, the microcatheter was removed with the pod pc inside. The procedure was completed using a non-adhesive liquid embolic agent. There was no report of an adverse effect to the patient.